Manufacturer narrative:
The calibration was last performed on 30-jan-2026, and it was acceptable. There was no indication of a performance issue with the electrodes since the qc was acceptable. The alarm trace did not show any abnormalities. The field service engineer (fse) found that the mixing tower and the probe needed to be replaced. He replaced the mixing tower and probe, the mixing tower, the probe, and the reference electrode. Precision studies were performed, and they were within specifications. The fse verified that the instrument was performing within specifications. The service actions performed by the fse resolved the issue. The cause of the event was due to an issue with the mixing tower and the probe.

Manufacturer narrative:
The sodium electrode lot number was 31252147 with an expiration date of 27-feb-2026. The chloride electrode lot number was 31253747 with an expiration date of 27-feb-2026. The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode and chloride electrode results for 3 patients' samples tested on a cobas integra 400 plus analyzer. Sample 1: sodium: initial result: 152 mmol/l. Repeat result: 140 mmol/l. Chloride: initial result: 120 mmol/l. Repeat result: 109 mmol/l. Sample 2: sodium: initial result: 154 mmol/l. Repeat result: 139 mmol/l. Chloride: initial result: 114 mmol/l. Repeat result: 101 mmol/l. Sample 3: chloride: initial result: 136 mmol/l. Repeat result: 102 mmol/l. The provider questioned the initial results, prompting the repeat of sample 1, sample 2, and sample 3 on a different cobas integra 400 plus analyzer. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.